Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly tilt, perforation and partial deployment. The information was received from a single source. This malfunction involved one patient with no patient consequences. The male patient is (B)(6). Weight of the patient was not provided.